Event description:
Pt was scheduled for navigational bronchoscopy. Three navigational broncho biopsy were taken and placed on slides. All 3 samples were negative for cancer. Pt with known metastatic adenocarcinoma. Procedure done to diagnose primary site. Add'l biopsies taken for diagnosis. Pt condition stable throughout procedure. A large amount of bleeding suctioned through scope after obtaining last biopsy. Pt o2 sat declined, pt was intubated and CPR started. Code continued for approx 1 hr.